Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: it was observed that the text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen was dim and difficult to read in normal light, but legible in darker light. There was no improvement upon changing the battery or adjusting the contrast. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.